Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure sometime in 2011/2012. Exact date of procedure is unknown. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: after surgery, the patient developed a necrotizing fasciitis at incision site. Surgeon had to remove a big portion of her stomach. Patient was sent home with a wound vac for 6 months. The staph infection is seeded in her body.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.